Event description:
It was reported that during a remote follow up, loss of capture and undersensing were noted on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement of the rv lead was observed. The lead dislodgement was suspected to be due to twiddler's syndrome. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.